Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during device evaluation, the subject device exhibited blurry image due to moisture inside the charged coupled device lens, and a failed leak test due to a puncture on the cable. There was no patient involvement.